Event description:
It was reported that the patient was admitted to the hospital after symptoms of syncope with movement of his neck. Review of session records found noise. Noise was recorded when the patient moved his neck. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Upon receipt, a partial lead was returned, 53.0 cm long. Analysis found internal insulation abrasion between 18.0 cm and 19.7 cm from the distal tip. One of the re conductors was compromised. Internal insulation abrasions were also noted between 18.8 cm and 20.3 cm from the distal tip.